Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a punctured chamber occurred during the implantation of an intraocular lens model zct. There was no patient injury reported. No other information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No anomalies were found. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. All pertinent information available to abbott medical optics has been submitted.